Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to corroded motor home switch. The displacement, occlusion, priming and no delivery tests were all unable to be performed due to motor error alarm. The insulin pump had scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose level was 516 mg/dl. Customer experienced ketones and high blood glucose levels. Troubleshooting for motor error alarm was performed. Customer advised they were able to rewind the insulin pump and their blood glucose level had increased as a result of the motor error alarms. Customer had 3 motor errors in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.